Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device would not run, the housing was worn, the device had a sticky trigger, component damage, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check oscillating frequency with frequency meter, check function of device, check air hose coupling, check for sticky trigger, check trigger locking (safety system), check symmetry from saw head to the handpiece handle, check positioning of saw head, and check saw blade quick coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.